Event description:
Allegedly, break of femoral neck 3 yrs post op.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).